Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on 09-apr-2021 on system sk0226. The instrument had 5 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has contacted the customer to request additional information related to the event. However, as of the date of this report, no further details have been obtained.